Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event injection site vesicles was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse injectable implant could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a mexican physician and concerns a 33-year-old male patient. He was injected with total of 0.8 ml of radiesse, into the cheek, for cheek augmentation, on (B)(6) 2024. Patients medical history included rhinoplasty, with the presence of complications of necrosis, approximately 1 and a half years ago. Patient was previously injected with radiesse into the chin, without complications, approximately 4 years ago. On (B)(6) 2024, 1 day after the radiesse injection, the patient experienced pain. The patient was prescribed tylex 750 mg tablets. On (B)(6) 2024, the patient reported areas with blister-type lesions and redness in the treated area. The physician called him for a check-up at the clinic. Corrective treatment included therapeutic laser and prescribed aspirin tablets 500 mg, cephalexin tablets and hot compresses with massage. On (B)(6) 2024, the patient presented a scab-type lesion. The physician called him for a check-up and applied hyaluronidase 2 ml and 1 ml of physiological solution, accompanied by massage and local heat, in a period of 2-3 hours. In addition, the physician prescribed pentoxifylline 400 mg and sildenafil. On (B)(6) 2024, the patient presented a slight improvement in pain. On (B)(6) 2024, the patient still had pain and scab. On (B)(6) 2024, the patient perceived a foul odor from the scab, so physician called him for a consultation. The physician did a dressing with microdacyn and debrided the wound, changed the antibiotic to clindamycin. On (B)(6) 2024, the patient was presented with a slight improvement in pain. The physician performed a dressing. The outcome of events was reported as resolving.

Manufacturer narrative:
Assessment by merz: the event injection site vesicles (serious) occurred in compatible temporal and local relationship. The event injection site pain (non-serious) occurred in compatible temporal relationship, whereas no precise information was provided on event localization so a local relationship can only be assumed. Injection site vesicles (serious) and injection site pain (non-serious) are expected based on the current valid mexican instructions for use (IFU) leaflet of radiesse and can occur after treatment with radiesse. The reported redness and scab are considered to be symptoms and consequences respectively of the blisters. In this case, the patient received comprehensive treatment with a resolving outcome. Therefore, causality for the events is assessed as possibly related to the treatment with radiesse. This case is considered as serious with the serious event injection site vesicles because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after amendment was performed on (B)(6)2025: due to a technical issue, listedness and product event matrix have been deleted from the previous version and had to be re-entered into the database. Causality for the previously reported events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site vesicles because treatment was deemed necessary to prevent a permanent damage. Merz causality re-assessment after receipt of follow-up information on 07-feb-2025: the outcome of the events was considered as resolved. Causality for the previously assessed events remains unchanged as possibly related to the treatment with radiesse. This case remains as serious with the serious event injection site vesicles because treatment was deemed necessary to prevent a permanent damage.

Event description:
Case description: this spontaneous report was received from a mexican physician and concerns a 33-year-old male patient. He was injected with total of 0.8 ml of radiesse, into the cheek, for cheek augmentation, on (B)(6)2024. Patients medical history included rhinoplasty, with the presence of complications of necrosis, approximately 1 and a half years ago. Patient was previously injected with radiesse into the chin, without complications, approximately 4 years ago. On (B)(6)2024, 1 day after the radiesse injection, the patient experienced pain. The patient was prescribed tylex 750 mg tablets. On (B)(6)2024, the patient reported areas with blister-type lesions and redness in the treated area. The physician called him for a check-up at the clinic. Corrective treatment included therapeutic laser and prescribed aspirin tablets 500 mg, cephalexin tablets and hot compresses with massage. On (B)(6)2024, the patient presented a scab-type lesion. The physician called him for a check-up and applied hyaluronidase 2 ml and 1 ml of physiological solution, accompanied by massage and local heat, in a period of 2-3 hours. In addition, the physician prescribed pentoxifylline 400 mg and sildenafil. On (B)(6)2024, the patient presented a slight improvement in pain. On (B)(6)2024, the patient still had pain and scab. On (B)(6)2024, the patient perceived a foul odor from the scab, so physician called him for a consultation. The physician did a dressing with microdacyn and debrided the wound, changed the antibiotic to clindamycin. On (B)(6)2024, the patient was presented with a slight improvement in pain. The physician performed a dressing. The outcome of events was reported as resolving. Amendment was performed on (B)(6)2025: due to a technical issue, listedness and product event matrix have been deleted from the previous version and had to be re-entered into the database. Follow-up information was received on 07-feb-2025: the problem was already solved pretty well. Due to the provided information, the outcome of the events was considered as resolved (changed from resolving). Case amendment performed on (B)(6)2025: an amendment was performed to address the technical issue related to the case.